Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, investigation found it likely that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgment shortly after implant. During the implant procedure, this ra lead dislodged and required repositioning. Five days after the lead was successfully implanted, the ra lead dislodged again, requiring another revision. During the revision procedure, the helix mechanism did not operate as intended, and subsequently a new ra lead was placed. The explanted ra lead is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.